Event description:
It was reported that during a ptca treatment procedure, the coating of the pt graphix guidewire separated and remains in the pt. The lesion being treated was a calcified, 100% stenotic lesion extending from the mid right coronary artery to the right posterior descending coronary artery. The physician performed the buddy wire techinque using this wire and a choice pt guidewire. This procedure lasted for 30-40 minutes, but the lesion was never successfully crossed, so the physician aborted further attempts, and the guidewire were removed. At that time, about 1.5 2.0 cm of the outer coating of the distal side had been retained at the lesion site. (The inner core wire was successfully removed.) It is noted that the pt graphix had not been shaped to more than a 10 degree angle, and the buddy wires had not become entangled. No pt injuries or complications were reported. Pt status is reported as 'good".

Event description:
The customer's complaint was confirmed. Visual inspection revealed approx 3 mm of detached polymer exposing the core wire at the distal end. The distal 2.5 cm end segment demonstrated several kinks. A deep indentation was observed on the polymer section located at 3.5 cm from the distal end of the wire. The polymer was removed from the distal tip of the wire and the required profile specification was verified using a micrometer. The unit was submitted to the sem lab to determine whether the distal end had fractured, but not specific evidence of a fracture was found. However, a mechanical surface abrasion was observed as evidence by signs of rough grinding. The sem results have been reviewed by a quality engineer with materialography expertise who concluded that "the wire exhibited a transverse termination plane characterized by unidirectional smear striations. It appears that this wire's end was deburred using abrasion medica."